Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the locking mechanism, string component, of an ultrathane cook-cope type locking loop multipurpose drainage catheter broke after being placed with a g tube in the stomach. As reported, this required an additional procedure for g tube replacement.

Manufacturer narrative:
Additional information: addition of health professional. Updated method, result and conclusion codes. Investigation - evaluation: a review of the complaint history, device history record, documentation, drawings, instructions for use (IFU), manufacturing instructions and quality controls were conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. IFU states instructions for use catheter placement under fluoroscopic control, perform standard techniques for placement of percutaneous drainage catheters, either by seldinger access or trocar access. Once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to form its configuration. For locking loop catheters, lock the catheter in place using appropriate technique for the locking mechanism type, as described below. For cook-cope type locking loop mechanism: pull suture end tight to form loop configuration in catheter, and tie securely. Trim off excess suture, and slide latex sleeve over suture to prevent leakage. Unlocking catheter loop for cook-cope type locking loop mechanism: advance wire guide into catheter. Uncover suture by folding back the latex sleeve, and release suture. Withdraw catheter over wire guide. For catheter exchange, insert new catheter over wire guide. For removal, withdraw wire guide following removal of catheter. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. We have notified the appropriate personnel and will continue to monitor for similar complaints.